Event description:
Reporter called and stated she received a recall letter for nutrifill. When she was using the nutrifill she experienced eye burning, eye irritation, blurred vision, pain, and inflammation preventing her from being able to read. After she stopped using she stated her eyes improved about 75 percent.